Event description:
On (B)(6) 2012 ¿ post cath and cardiac intervention, a closure device was deployed in a heavily calcified right femoral artery. The angioseal device was successful and manual pressure was used to obtain hemostasis. Pulses present on (B)(6) 2012. Pt lost pulses in right foot. Pt returned to cath lab for angios: 100% right femoral occlusion was found at site of angioseal. Pt was prepped for surgery and collagen plug removed by surgeon. Date of use: (B)(6) 2012. Diagnosis/reason for use: hemostasis post cath.